Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. Event log records confirmed the customer's reported information but the reported issue was not observed or duplicated during fsr testing. Minor calibration drifting was identified but the device was still found to be within manufacturer specifications. After all testing was completed, the device was returned to the customer.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" . The customer reported that there was no patient involvement.